Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that patient experienced headache. It was reported that there was an increase in the ventricle. It was reported the patient has headache when woke up in the morning and the headache disappeared in the afternoon.